Event description:
It was reported that pump experienced malfunction alarm with code 12 without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was unable to reset pump while at work, so technical support provided reset instructions. Multiple attempts were made by tandem¿s technical support to obtain confirmation of issue resolved; however, no response was received.